Event description:
It was reported that during a normal generator change out procedure this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements measuring, greater than 200 ohms. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.